Event description:
Related manufacturer reference number: 2017865-2018-13647.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, the patient expired due to cardiac arrest following a cardiac tamponade. It was reported that prior to the procedure the non-(B)(4) temporary pacing lead had become dislodged due to twiddler¿s syndrome. However, the cause of the cardiac tamponade could not be conclusively determined. Related manufacturer reference number: 2017865-2018-13636.